Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) units batteries are without autonomy. There was no patient involvement.

Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue ordered the batteries. The equipment is non-operational for clinical use until batteries are replaced. Fse performed replacement of backup batteries. All functional and safety checks performed to meet factory specifications. The unit was returned to the customer and cleared for clinical use